Manufacturer narrative:
Note: this submission is based solely on the user facility's reported issue and additional information provided. Customer provided additional information confirming a male patient with a brain injury was using the reported device. The patient bit off the label and got it stuck down his throat. The staff at the facility was able to remove the label out from the patient's throat with tweezers. The patient was okay after the incident. A review of all complaints reported to us in the past three years did not reveal any issues of patients biting off mitt labels. In order to avoid possible issues such as this, the instructions for use (IFU) advise users to ensure that ¿the patient cannot use his or her teeth or otherwise remove the device and inflict self-injury.¿ just as patient behavior is not 100% predictable, no product is 100% foolproof. Patient safety requires regular reassessment and monitoring per facility policy. Note: the IFU, "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal." Additionally, the adverse reactions in the IFU state, "severe emotional, psychological, or physical problems may occur: if the applied device is uncomfortable; or if it severely limits movement. If symptoms of these problems ever appear for any reason, get help from a qualified medical authority and find a less restrictive, product or intervention." All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer file #(B)(4). Device has not been returned

Event description:
Customer reported the patient managed to remove the posey label from the mitt. Per the communication provided, the patient managed to swallow the label and got it stuck in their throat. The exact date of the event is unknown.